Manufacturer narrative:
The serial number for the system controller with the reported pump stop was not provided. The device manufacture date cannot be determined without the device serial number. The manufacturer is attempting to obtain the information. Approximate age of device: 19 days (calculated from the reported end date of the initial controller to the event date for this reported event.) The manufacturer is attempting to obtain additional information regarding the serial number of the device and if the device will be returned for evaluation. No further information is available at this time. A supplemental report will be submitted if additional information is received and/or when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller gave a driveline fault alarm. The patient went to the hospital for evaluation. The vad coordinator cleared the driveline fault alarm and after evaluation, the patient was sent home. The log file was reviewed by a thoratec technical services representative and did not indicate any data patterns indicative of a driveline issue. About 2 weeks later, the driveline fault alarms returned. The log files confirmed the alarms as well as driveline disconnect alarms and pump stop events. The patient reported that he had not disconnected the driveline. The system controller was exchanged.

Manufacturer narrative:
(B)(4). The system controller for the second reported driveline fault, driveline disconnect and pump stoppage events (that occurred approximately 2 weeks after the originally reported alarms) was returned for evaluation. Review of the returned system controller log file noted multiple driveline fault alarms followed by driveline disconnect alarms; all of which occurred on (B)(6) 2015. After each of the driveline fault alarms, the driveline was disconnected, resulting in the driveline disconnect alarms and the associated pump stoppages. The alarms persisted, and after the final driveline fault alarm the driveline was disconnected and the system controller was exchanged. The system operated above the low speed limit throughout the log file when the driveline was connected. During functional testing a driveline fault alarm was reproduced. Although the investigation could not determine the specific cause of the driveline fault alarm, similar incidents of driveline fault alarms have been identified. The reported event of driveline fault is being addressed through the manufacturer's corrective and preventive action process to determine if there are additional enhancements that can be made to further improve the sensitivity of the driveline fault algorithm. A review of the device history records reveal that the controller was manufactured in accordance with manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.